Manufacturer narrative:
Section b3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device lead: programmer, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000144726. It was reported to abbott, a patient underwent a lead revision due to lead migration confirmed on x-ray. Surgery took place where both leads were replaced. Although only one lead had migrated, both were replaced at the physician¿s discretion. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that one of the patient's scs leads migrated. The migration was confirmed via x-ray. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's migrated lead was explanted, replaced, and therapy was restored.